Event description:
A gore propaten vascular graft was implanted in 2008. The patient suffered a traumatic event and the graft had occluded around one month post-implantation. When the graft was opened to remove the debris, physician stated that the entire inside was lined with a thick red substance. The graft was not removed from the patient. The substance was removed and the graft remains patent to date.